Event description:
The device was used during an unspecified procedure on the sigmoid. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.